Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). Patient reported that the device had not been working for the last couple of years. Patient stated that their implant just stopped working and wouldn't take a charge. Patient mentioned that they were told they were lucky that the battery lasted as long as it did. Caller stated they no longer have sciatica like they did when they first were implanted so they no longer have need for the stimulator. Agent redirected the patient to healthcare provider to further address the issue. No symptoms were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.